Manufacturer narrative:
Covidien reference # : (B)(6). Date of initial report : (B)(6) 2010. The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported that bleeding occurred although an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure without incident. There was no pt injury.